Event description:
It was reported that the pt underwent a plf for scoliosis at l2-s1. Approx three weeks post operation, a set screw at s1 backed out. No other pt complications were reported. The revision surgery is not scheduled at this time.

Manufacturer narrative:
Device still remains implanted. Prod return is not possible at this time. Sagittal image of the post-op x-rays were reviewed. According to the lateral x-rays taken three weeks post op, the setscrew of the distal s1 screw has become disengaged. The lateral film which was taken one week post op shows that the spinal rod may have been too short for the construct on the distal side. Another factor that may have led to the disengagement of the setscrew was the inclusion of the hex geometry of the spinal rod in the connection of the s1 screw to the rod.